Manufacturer narrative:
E1: initial reporter address (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the sheath was torn and leaked. The 90% stenosed target lesion was located in the middle segment of anterior descending branch. A 1.25mm rotalink burr was selected for coronary artery occlusion procedure. During introduction, the burr catheter entered patient at a low rotation speed. It was noted that the outer skin of the sheath was torn and leaked. The device was removed, and the procedure was successfully completed with another rotalink device. There was no patient complication, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) hospital. E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device found that the sheath was torn up to approximately 2cm distal from the burr housing strain relief. A photo provided by the customer showed the torn sheath in accordance with findings during analysis.

Event description:
It was reported that the sheath was torn and leaked. The 90% stenosed target lesion was located in the middle segment of anterior descending branch. A 1.25mm rotalink burr was selected for coronary artery occlusion procedure. During introduction, the burr catheter entered patient at a low rotation speed. It was noted that the outer skin of the sheath was torn and leaked. The device was removed, and the procedure was successfully completed with another rotalink device. There was no patient complication, and the patient was stable post procedure.